Event description:
The following information was provided by the initial reporter: "customer reported: not sure who I need to talk to but we are having the same issues with the catheter bending/splitting when we advance it. This time it is the 22g not the 24g. Response received on 24-aug-2023. Can you please provide the material number and lot number of the affected product? Bd insyte autoguard winged 22g; expiration 05-31-2026; lot 3164629. Are you able to advise the incident date(s)? 8/16. Two issues have been observed, one is when the package was opened and the nurse observed the catheter before sticking the patient she noted the catheter to be split on the end; the second is after insertion of the needle and catheter the catheter would not advance upon removal the catheter was bent/had a kink in it which is why it would not advance. Both of these issues have occurred more than once, by 3 different nurses (that I am aware of). We also have a picture of a catheter that is covered in what looks like black ink, as it came out of the packaging. Was there any adverse event or serious injury reported? No adverse events/serious injuries, two patients did have to get stuck a second time to obtain a working piv, which is something we never want to do if we can prevent.

Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation: a total of (B)(4) units in sealed packages were provided to our quality team for evaluation. Upon visually inspecting several of the provided units, no damage or other defects to the catheter were observed on any of the devices. A device history review was performed for lot 3164629, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Based on our quality team's investigation, we cannot identify a root cause at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was found split at the end. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer reported: not sure who I need to talk to but we are having the same issues with the catheter bending/splitting when we advance it. This time it is the 22g not the 24g... What is the total quantity of the affected product? - we know it has happened 5 times, however only 2 events have been recorded... Two issues have been observed, one is when the package was opened and the nurse observed the catheter before sticking the patient she noted the catheter to be split on the end; the second is after insertion of the needle and catheter the catheter would not advance upon removal the catheter was bent/had a kink in it which is why it would not advance. Both of these issues have occurred more than once, by 3 different nurses (that I am aware of). We also have a picture of a catheter that is covered in what looks like black ink, as it came out of the packaging.. Was there any adverse event or serious injury reported? No adverse events/serious injuries, two patients did have to get stuck a second time to obtain a working piv, which is something we never want to do if we can prevent... Can you please specify the issues with its associated lot number below? Catheter to be split on the end. - unsure catheter would not advance upon removal the catheter was bent/had a kink in it which is why it would not advance. - lot# 3117895 catheter that is covered in what looks like black ink, as it came out of the packaging. -lot# 3117895".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.